Manufacturer narrative:
The reported issue that the pump module was placed in a pause state, after the tubing with a 50ml bottle of propofol was installed into the pump, could not be confirmed or duplicated during the investigation. The log analysis found that the received pump module sn (B)(4) was left in an idle state after it had been powered on at 9:21am. The pump module alarmed twice for detection of the safety clamp open around the noon hour. The duration of the safety clamp open alarms was 8 seconds and 7 seconds respectively. The log analysis could not ascertain if the fluid emptied on the floor during the alarms; the user had stated the roller clamp was open and the disposable not connected to the patient when the infusion was setup. The testing and inspection process found no existing malfunctions. No unintended (unregulated) fluid flow was occurring and the pump module infused within specifications. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the nurse had primed the line with a 50ml bottle of propofol by gravity, inserted the tubing into the pump with the roller clamp open and placed the pump on pause until the start of the procedure. When they were ready to use the pump they noticed the bottle of propofol had emptied onto the floor. The tubing was not connected to the patient.